Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this patient experienced diaphragmatic stimulation. Boston scientific technical services (ts) suspected that this left ventricular (lv) lead had caused the stimulation and after which ts discussed measuring simulation thresholds in various pace vectors. Attempts to obtain additional information were unsuccessful. Subsequent information was provided approximately nine years later that indicates the lv lead had been programmed off due to the patient experiencing unwanted stimulation, but the lv lead came back on when the associated cardiac resynchronization therapy pacemaker (crt-p) device reverted to safety mode. As a result, the lv lead and crt-p device were explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient experienced diaphragmatic stimulation. Boston scientific technical services (ts) suspected that this left ventricular (lv) lead had caused the stimulation and after which ts discussed measuring simulation thresholds in various pace vectors. Attempts to obtain additional information were unsuccessful. Subsequent information was provided approximately nine years later that indicates the lv lead had been programmed off due to the patient experiencing unwanted stimulation, but the lv lead came back on when the associated cardiac resynchronization therapy pacemaker (crt-p) device reverted to safety mode. As a result, the lv lead and crt-p device were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Visual examination of the lead indicated stress cracking observed on the surface only approximately 170 millimeters from the terminal pin. Outer insulation exhibits melting damage induced via electrocautery. The lead coils are stretched approximately 770 millimeters to 850 millimeters from the terminal pin. A blockage was encountered in the lead lumen approximately 750 millimeters from the terminal end due to body fluid. The medical adhesive (ma) bond separated between the tip anode ring and the collar with ma noted in the area. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation of diaphragmatic stimulation and the observed lead damage was induced during the explant procedure.